Event description:
Nurse went into pt's room. Room had rank odor; ventilator screen was flickering and the machine was hot to touch. The odor was increasing and the nurse disconnected the pt from the machine and unplugged the ventilator. The ventilator was replaced. No harm to the pt. The computer part of the machine did malfunction. The MFR came and replaced it.